Event description:
Dealer stated that the end user reported a crack in the right side back cane on their (B)(4) wheelchair. Dealer says he has not seen the chair yet and that description may not be precise. Dealer called back stating that the left rear frame on the (B)(4) wheelchair has broken at a weld.